Event description:
It was reported that "staple impactor cracked, the yellow jaws cracked and has cracked three times in the past while impacting the staple. The side of the jaw that cracked is the side with the spring clamp attached to it. Cracks horizontally near the yellow line at lower end of the jaws. Also the piece inside where the jaws are attached to the t bar, the pegs that stick out of it, bend and after repeated use it causes the jaws to misalign and loads the staple crooked."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.